Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report# 1627487-2018-05828 it was reported that during the permanent implant procedure on (B)(6) 2018, the physician was unable to place the bilateral leads at l1 vertebral level due to patient anatomy. As a result, the procedure was abandoned.